Event description:
Event description boston scientific received information that pre-implant, after one capacitor reformation, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 3.14v. The box labeled voltage is 3.25v.